Event description:
It was observed during central processing that the permanent cautery spatula instrument had a wire sticking out at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument with bulging cable was not confirmed. Instrument was found with ceramic sleeve broken at the spatula base, exposing the shaft of the spatula. A piece approximately 0.16 x 0.06 broke off from the ceramic sleeve. Evidence not conclusive, but damage likely due to excess force contact on the sleeve. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.